Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00684.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced the first ruby coil into the target vessel and reported that it was unable to detach using the handle. The physician then attempted to manually detach the ruby coil but was unable to. The ruby coil was then removed and was no longer used in the procedure. The physician then used six additional ruby coils and the same handle to complete the procedure. There was no report of an adverse effect to the patient.